Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 853553-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, drug hypersensitivity and shoulder pain (left). Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced premature menopause ("early menopause"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), rash ("rashes"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), vulvovaginal pain ("vaginal area pain") and psoriasis ("psoriasis on inner thighs close to vaginal opening, fingers, hands, arms") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, abdominal pain, premature menopause, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, bladder disorder, urinary tract disorder, vulvovaginal pain and psoriasis outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, premature menopause, psoriasis, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 170 lbs. Both sides- 1 trailing coil diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Ultrasound scan - on (B)(6) 2014: total bilateral occlusion. Lot number is this case 853553 is invalid. Most recent follow-up information incorporated above includes: on 2-jan-2020: update of information (batch is not valid). Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 853553) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, drug hypersensitivity and shoulder pain (left). Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced premature menopause ("early menopause"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), rash ("rashes"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), vulvovaginal pain ("vaginal area pain") and psoriasis ("psoriasis on inner thighs close to vaginal opening, fingers, hands, arms") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, abdominal pain, premature menopause, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, bladder disorder, urinary tract disorder, vulvovaginal pain and psoriasis outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, premature menopause, psoriasis, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Both sides- 1 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Ultrasound scan - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-dec-2019: pfs received: event psoriasis added. Event onset date, reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.